Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 6 years and 8 months ago. The patient was chronically ill with renal transplant and is on renal dialysis. The patient has also had gastro investigations. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient had numerous admissions including an intervention with an iliac stent approximately 2.5 months post initial implant for an unknown reason. The interventions included endoleak corrections using coils and glue indicating these were most likely a type 2 endoleaks. Recently the patient was admitted to the hospital with abdominal pain from an unknown cause and was found to have a palpable growing aneurysm seen by CT with contrast that revealed a 15cm aneurysm. An angiogram was performed 4 weeks ago to identify if an endoleak is visible and treatable; however, the physician was unable to identify any endoleak at this time. Approximately a week later, the patient was sent for open surgical repair. A laparotomy, athero-endarterectomy of the aneurysm sac was performed. This determined flow was due to a tiny suture hole at the proximal end of the bifurcated stent graft, which allowed a constant slow flow to the aneurysm sac. The suture hole was sealed with a haemostasis gel and the aneurysm sac was evacuated of the thrombus material. The patient did well, is free of pain, stable and in satisfactory condition. Please note that this model number lyf2816c140 is not approved in the united states; however, it is similar to the af2816c140ct which is approved in the united states.

Manufacturer narrative:
Results & conclusions - chronically ill with renal transplant and is on renal dialysis, previous interventions for type 2 endoleak. Other - graft - suture hole.